Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 310.510s, lot # 4l76939, manufacturing site: (B)(4). Release to warehouse date: 17 may 2019. Expiration date: 1 may 2029. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during a procedure on (B)(6) 2022, the two (2) drill bits broke when used. There was a fifteen (15) minutes surgical delay due to the reported event. A 3rd drill was opened for the remainder of the procedure. There was no patient impact. This report is for one (1) 1.8mm drill bit/qc/100mm. This is report 2 of 2 for complaint (B)(4).